Event description:
It was reported that there was an error resulting in loss of mechanical ventilation. There was no patient involvement.

Manufacturer narrative:
A ge healthcare tech service representative performed a checkout of the system remotely and confirmed the reported issue. The breathing system was adjusted to resolve the issue. No report of patient involvement. Block the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. (B)(4). (B)(6).